Event description:
It was reported via repair work order that the siderail was unable to lock upright as it was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.